Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsular bag tore during iol implantation. The incision was enlarged from 2.4mm to 3mm to aid lens explantation. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system use risk matrix identifies the following as possible causes of "capsular bag tear"; lens damaged by the injector, lens implanted in 's' orientation, plunger advances too quickly causing explosive expulsion of lens and forcing a blocked injector causing explosive expulsion of lens. Our review of production records for the rayone aspheric rao600c batch 026293338 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 026293338. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 13th may 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsular bag tore during iol implantation.